Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), bi-leaflet prolapse and thin leaflets. It was noted that intraprocedural echocardiography quality was poor. The first mitaclip xtw was successfully implanted central and the mr was reduced to grade 2. A second clip xtw was placed medial to the implanted clip to reduce the mr. Several grasps were performed and both leaflets were well inserted. The clip was closed. During closure, an increase in mr was observed and the posterior leaflet near the tip of the clip arm perforated. The xtw was moved more medial. The clip was than successfully implanted medial (a3-p3), and the mr was reduced to grade 3. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury and difficult imaging were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.